Event description:
Caller reported that pump battery failed to charge. There was no adverse impact to customer's blood glucose level. Cts advised caller to try various outlets and adapters, but issue persisted. Consequently, cts decided to replace pump under warranty. Caller was instructed to use mdi as a backup for insulin delivery, put pump into storage mode, and return it within 10 days using a prepaid label.